Manufacturer narrative:
Combination product: yes.

Event description:
The patient underwent implantation of an iforia 7 dr-t defibrillator (sn: (B)(6)) on (B)(6) 2021, along with a solia jt 53 atrial lead and a protego df-1 promri s 65 ventricular lead. Intraoperative parameters were normal. Follow-up parameters remained stable for years until (B)(6) 2026, when interference events were identified on the leads during a follow-up assessment. Lead currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. 01. Jun 2026 update: the lead has been capped. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.